Event description:
In wearing a disposable mask I got dizzy and felt as if I was going to pass out. My heart started racing too and I was concerned as I already have high blood pressure. FDA safety report ID# (B)(4).